Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a12.1mm, vtich12.1, 2.50/4.0/085, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Lens rotation and "somewhat" of a low vault was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- "lens remains implanted." Should be in the initial MDR. Claim# (B)(4).